Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit in the hospital due to diabetic ketoacidosis and a blood glucose level of above 600 mg/dl. The customer was treated with intravenous saline and insulin to resolve the issue. The customer was discharged on (B)(6) 2024 with no permanent damage. Reportedly, the customer alleged that the pump was not functioning properly; however, the alleged root cause could not be confirmed. Additionally, the customer reported that the insulin gauge was inaccurate. Reportedly, customer reverted to an alternate method of insulin therapy. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.